Event description:
It was reported that an alert triggered on the right ventricular (rv) lead. Short ventricular intervals were observed. No action was taken and the lead remains in use. No patient complications have been reported as a result of this event.